Manufacturer narrative:
Device evaluated by MFR: there was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and indication of resistance in tracking the guidewire into of the catheter was noted due to a piece of plastic that was inside the monorail.

Event description:
Reportable on analysis completed december 23, 2019. It was reported it was difficult to move the catheter on the guidewire. An opticross hd intravascular ultrasound (ivus) catheter was chosen to image the lesion. When the opticross hd catheter was attempted to be advanced on the guidewire, the guidewire was unable to come out of the exit port. It appeared that the guidewire lumen was flattened. Therefore, the opticross hd catheter was exchanged and the new catheter was able to be used without any issue. There were no patient complications reported. However, a piece of plastic was observed inside the monorail during the device analysis.